Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si low anterior resection and cholecystectomy for chronic diverticulitis and gallbladder dysfunction on (B)(6) 2012. Isi was provided with the operative report. Additional information provided includes follow up notes and operative reports. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during surgery. There was no report of an intraoperative complication . On (B)(6) 2012 patient presented with abdominal pain and fever. She was felt to be septic with enterococcus. CT scan showed possible abscess and anastomosis leak. The patient was treated with antibiotics interventional radiology drained infection. The patient improved and discharged (B)(6) 12.